Event description:
Apparent consistent false results by one or more eua covid-19 rats; I have concerns stemming from sd biosensor/roche branded covid-19 rats with various lot codes, some of which were provided for free by usps, and some of which were purchased from a reputable vendor. Recently, when using these rats, they consistently returned faint positive results. Subsequently, it has not been possible to corroborate those positive results. On the same days that sd biosensor/roehe branded covid-19 rats returned. Positive results, all of the following products/services/ did not return a positive result: alinity m sars-cov-2 assay rt-pcr, tested by curative, sienna rat, tested by personic, unknown naat rt-pcr, tested by (B)(6), unknown naat rrt-pcr, tested by (B)(6) diagnostic; unknown tests for various respiratory diseases, tested hy raiven/cdc/\westat/cvs, with the understanding that the study would be required to disclose positive covld-19 results, healgen scientific llc/siemens clin1test rat, tested at home, intrivo/acon laboratories on/go one rat, tested at home - ihealth labs rat, tested at home - humasis/celltrion diatrust rat, tested at home, inbios international rat, tested at home. These circumstances would seem to suggest that there is either an issue with sd blosensor/roche branded covid-19 rats causing false positives, or there are issues with numerous other products on the market causing false negatives. Either of these conclusions could lead to unnecessary harm for consumers of affected products (i.e.. Lost wages, preventable transmission, etc.). Your assistance in reviewing this matter would be appreciated.